Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "this is a complaint from the market. A septum was broken. After an operation, the user found that a septum was broken. The operation was laparoscopic cholecystectomy. The operation was completed without a problem, but the user found this fault in cleanout. (B)(4) checked the duckbill and the septum. As a result, we found that the septum was broken."